Event description:
General report received of an unspecified number of undocumented incidents of separations. On unspecified dates, the tubing sets were being used for intermittent deliveries of unspecified medications. It was reported that the option-lok male adapter of the tubing sets were connected to the pts' IV access sites. After unspecified lengths of time, the tubing separated from the clave port of the tubing sets. The tubing sets were replaced and the therapies were resumed. The customer contact reported there were no reports of adverse pt effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.